Manufacturer narrative:
The reported difficult to deploy the clip could not be replicated in a testing environment as the clip remains implanted and was not returned. While the reported slda (single leaflet device attachment)/incomplete coaptation could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. A definitive cause for the reported difficult or delayed activation (difficulty to deploy the clip) could not be determined. The slda however, was related to the procedural circumstances of the difficult clip deployment. The reported tissue damage appears to be a result of the slda. The tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report the difficult clip deployment and potential leaflet injury. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). The mitraclip ntr had grasped both leaflets and was ready to be deployed. When the actuator knob was turned eight times according to the instructions for use, the actuator mandrel remained attached to the mitraclip and the clip did not deploy. Troubleshooting attempts were performed, but were not successful. The actuator knob was then deliberately broken with a wrench vice grip. Hemostats were then used to manually turn the actuator mandrel which was successful in deploying the clip. The manipulation involved in deploying the clip resulted in loosening of the clip on the posterior leaflet and then the posterior leaflet came out of clip. There was possibly a leaflet perforation from this issue. A second mitraclip ntr was deployed without issue to stabilize the first clip. The procedure was completed with mr grade 2+. No additional information was provided.